Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy procedure, the surgeon clamped the tissue and started to squeeze the handle, however could not fire the device. The procedure was completed with manual suturing. The status of the patient is no problem.